Event description:
Patient revised on (B)(6) 2021 due to dislocation from non-compliance with post-surgical instructions (patient removed surgical sling), approximately 2 months after primary surgery. Surgeon explanted the 135/145 40/+3 standard humeral cup and replaced it with a 36/+3 stability humeral cup plus 135/145 reversed adapter for an extra +9mm of spacing.